Manufacturer narrative:
Reference and lot number are not available, so no review of the documentation could have been performed. Clinical evaluation performed by medical affairs manager: pedicle screw breakage occurred 2,5 years after surgery. The quality of the single x-ray supplied does not allow to evaluate fusion level. Pedicle screws often suffer fatigue fractures when fusion did not take place and the device is continuously stressed: this is likely to be the clinical cause for fracture, but the information received does not allow a definitive conclusion to be drawn. No particular comments can be made on screw positioning from the one x-ray image available.

Event description:
A medical practitioner from (B)(6) has a patient under treatment which had back pain. The patient had a spine surgery due to a spinal fusion of t4-l1 diagnosed by another surgeon. A pedicle screw broke after about 2 years and 7 months from the primary surgery. A revision surgery is not performed yet.